Event description:
Boston scientific crm received information that the patient with this device has experienced syncopal episodes. The device was checked and confirmed to be functioning appropriately. A boston scientific crm technical services (ts) consultant discussed programming the hysteresis function off. Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.